Event description:
St. Jude right ventricular defibrillator lead riata recall. Device interrogation reviewed. Advisory discussed with pt in details. Fluoroscopy of the lead was performed in (B)(4) and (B)(4). There is evidence of erosion of the lead at the tricuspid valve region. No evidence of lead integrity failure affecting ICD function at this time.